Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Sales rep advised: enseal used to free up all vessels device worked great. Bleeding occurred from bovie usage ¿ hit small vessel. In attempts to control, used clip applier. First numerous clips. Enseal then used (rep warned about clips); surgeon fired and clip caused in jaws during firing and caught on tissue. Enseal removed by cutting around tissue ¿ no issue with this. Suture used. (B)(6). Not first usage of articulating. Unknown as to why transition to lap. Need to ask surgeons. Additional information requested from surgeon: what is the rationale for the transition to a laparotomy, rather than continuing the procedure laparoscopically? Was the transition related to the enseal device or another issue? Was the transition to laparotomy planned for this procedure? If no, was caused the transition to a laparotomy? Patient¿s anatomy? Physician preference? Issue during the procedure?

Event description:
Received a user facility medwatch form, #(B)(4), advising that: during a laparoscopic abdominal hysterectomy procedure; about three-fourths of the way through the removal of the uterus, a clip applier was utilized to stop bleeding. The device may have been activated across a clip; it malfunctioned while there was tissue in the jaws. The jaws would not open. The case transitioned to a laparotomy. The instrument was freed up and the case continued. Device is available for return.